Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6), an ICU rn, called into the emergency support program line requesting assistance with an unknown alarm that had been triggered multiple times. She stated the iabp would go into a hard stop each time. The physician¿s plan for the patient was to remove the balloon catheter the day of the call, so they had troubleshot the alarm by removing the balloon catheter. Esp personnel requested (B)(6) to print out an alarm and trigger log, which revealed the unknown alarm to be a gas loss alarm that had occurred approximately 4 times in less than 5 minutes. (B)(6) stated the primary rn had pressed the start button to resume therapy. She reported the patient was on a ventilator but was unsure of the peep or the patient¿s heart rate. Esp personnel reviewed the nature of the alarm, as well as the proper troubleshooting steps with (B)(6). She stated she planned to send the pump to biomed. She appreciated the support provided and had no other questions. No harm or injury to the patient was reported.